Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The unit was returned, and the complaint was confirmed but could not be replicated during in-house testing. The unit passed the system test. The unit was installed and initially failed with: ¿clutch button cal verification failed.¿ the unit subsequently passed after running the recalibration sequence. 1 hour variable speed sine cycle and line screening test: passed. No external mechanical damage, contamination, or other abnormal conditions related to the reported event were observed. Based on this investigation, failure analysis concluded the root cause involved the slip ring, slip ring constraint, o ring, and lower frame.

Event description:
It was reported that during a da vinci assisted surgical procedure, the site experienced repeated 307 faults and had already attempted power cycling and hard cycling without improvement. The technical support engineer then had the site power cycle the system again after additional error 17 messages were observed, and the system subsequently started up normally. After logs became available, the technical support engineer reviewed them and determined the faults were originating from surgeon side console 2 (ssc2), and then advised the site to avoid using ssc2 or disconnect it if needed.